Manufacturer narrative:
The customer returned the suspected product. The customer's returned meter was tested with the customer's returned test strips from lot # 7hpef06a, which gave satisfactory performance. Lot number has been updated to reflect the correct lot #.

Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.

Event description:
A (B)(6) customer reported that she was in the hospital due to high liver enzyme and thyroid values. She stated that at 6:00 p.m., during the dinner time, she ran a blood glucose test and obtained a reading of 5.5 mmol/l on her contour next usb meter. The customer converted the value in mg/dl manually and interpreted it to be 154 mg/dl. The correct conversion for 5.5 mmol/l is 99 mg/dl (exact conversion is 99.11 mg/dl). The customer indicated that the hospital had a meter in mg/dl and she always had to convert the values from mmol/l to mg/dl for the hospital staff. The customer ate 7.5 bread units and then took 7.5 units of short-term insulin. In evening, she always takes 1 unit of insulin for 1 bread unit. At 10 p.m., she measured her blood glucose and obtained a reading of 8.8 mmol/l. The customer again converted this reading manually and interpreted it as 158 mg/dl, which is close to the correct conversion of 158.58 mg/dl. She was then tested with the hospital's meter and a reading of 125 mg/dl was obtained. She took 12 units of long term insulin, which is her usual dose. At night, the customer had a hypoglycemic event. She stated that she fell down from her bed. The customer was treated due to the hypoglycemic event. The details of treatment were not provided by the customer. During the hypoglycemic event, the customer's blood glucose level was 20 mg/dl. After the treatment, the customer was feeling fine. The customer was advised to return the test strips for evaluation. Replacement meter and strips were sent to the customer.